Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump residual volumes were too high on three separate occasions. In 2008, the expected volume was 6.1 cc's and the actual volume was 12cc's; approx three months later, the expected volume was 10.7 cc's and the actual volume was 14cc's; and then approx four months later, the expected volume was 7.7 cc's and the actual was 14cc's. The patient's "pain level was never lower than an 8". The pump was replaced and the catheter was revised. The device system was used to deliver morphine in flex mode with one bolus. Additional info has been requested. A follow-up report will be sent if additional info becomes available.